Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Date of event unknown this report is for one unknown distal extension. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed due to a titanium parallel connector that became loose on the rod. The patient was originally treated with a vertical expandable prosthetic titanium rib at t3 to the pelvis for scoliosis on (B)(6) . On an unknown date, the patient¿s mother discovered that the patient¿s back was not neutral. The patient visited the surgeon on an unknown date and it was confirmed via CT scan that the parallel connector loosened from the s-hook to the distal extension. It was reported that the surgeon stated that the connector was not tight enough. The surgeon replaced the loosened connector and surgery was successfully completed. This report is for one unknown distal extension. This report is 3 of 3 for (B)(4).